Manufacturer narrative:
The freedom driver will be evaluated by syncardia. The results will be provided in a follow-up MDR. (B)(4).

Event description:
While performing routine servicing, a syncardia technician reported that the freedom driver reported a high left driveline peak pressure on the patient simulator.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms recorded in driver's eeprom. Visual inspection of external and internal components found no abnormalities. Freedom driver passed all functional testing for acceptance during inspection. Hight left driveline peak pressure could not be replicated during additional testing. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
While performing routine servicing, a syncardia technician reported that the freedom driver reported a high left driveline peak pressure on the patient simulator.